Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-07624. Clarification to d4 device information: patient provided the following device information for unknown sides. As the sides are unknown, only the catalog number has been populated at this time. Serial number (B)(6), lot 3463485, catalog number c-shd-340, serial number (B)(6), lot 3463372, catalog number c-shd-340. The event of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii-iii and lymphadenopathy.

Event description:
Patient reported left side " hypertrophic lymphadenopathies","data suggesting external capsular rupture and capsular contracture grade ii-iii","both implants with presence of lobulations and presence of scattered radial folds in their periphery","both breasts asymmetrical in morphology and size","left breast presents a nodule in the radius of 6 o'clock at 75mm from the nipple." Not related to device diagnosed via MRI and ultrasound. The device remains implanted.

Manufacturer narrative:
Clarification to h6 adverse event problem: un-reporting a0412 material rupture as it has been confirmed that the devices were intact upon explant.

Event description:
Patient reported left side "hypertrophic lymphadenopathies", "data suggesting external capsular rupture and capsular contracture grade ii-iii", "both implants with presence of lobulations and presence of scattered radial folds in their periphery", "both breasts asymmetrical in morphology and size", and "left breast presents a nodule in the radius of 6 o'clock at 75mm from the nipple", which is not related to device. Healthcare professional later confirmed the device was found intact. Device has been explanted.